Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2017-02463. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
[Pt] allegedly received an implant on (B)(6) 2011 via the right femoral vein due to deep vein thrombosis, pulmonary embolism, orthopedic surgery. [Pt] is alleging device unable to be retrieved, filter in place more than 90 days, too risky to attempt retrieval. [Pt] further alleges that patient had open incision on the left side of neck which hurt for over a two week period making it difficult for patient to move neck without pain. While this procedure was being done, the anesthesia that was given was off and was allowing patient to feel the doctor pulling and tugging while trying to remove the ivg filter. Filter retrieval was attempted on (B)(6) 2012.

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'unable to be retrieved, tilt, pain at site of incision, pain during attempted retrieval'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain at site of incision and pain during retrieval attempt are directly related to the filter and unable to identify corresponding failure mode(s) at this time. No relevant notes work order. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.